Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a consumer reported that a poor communication screen was seen on the patient programmer. Poor communication was reported. It was reported that they were not able to communicate with the implantable neurostimulator recharger (insr). The last successful recharge session was reported to be in (B)(6) 2015 and the reason for not charging were surgeries that were unrelated to the implant. There was a report of paralysis from a surgery that was unrelated to the implant. It was reviewed that if it had been greater than 3 months since the last recharge, the device may be in overdischarge. The consumer reported that they were unable to charge. Additional information received on (B)(6) 2016 from a healthcare provider (hcp) reported that the patient stated that they had an MRI two years ago and it "burned" the implant, which was why the implant wasn't working. The hcp reported that the patient was implanted on (B)(6) 2014 and it was "not quite to years yet." It was reviewed that the only way to prove that the implantable neurostimulator (ins) was MRI eligible would be to do a physician mode reset (pmr) to get the ins out of its overdischarge state and then put the ins into MRI mode. No further information was provided regarding the outcome of this event. No symptoms were reported. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.